Event description:
It was reported that the patient presented via merlin.net upon interrogation far r sensing was noted the device was reprogrammed. Between (B)(6) 2017 there were no oversensing noted. No additional information was available.